Event description:
The plaintiff's attorney alleged the decedent experienced unspecified injuries on an unk date after use of the product.

Event description:
The plaintiff's attorney alleged the decedent experienced unspecific injuries on an unknown date after use of the product.

Manufacturer narrative:
(B)(4). Additional information has been requested and will be submitted upon receipt accordingly. This is one of two device reports related for this event, the associated MFR report numbers are 1225714-2014-14756 and 1225714-2014-14757.

Event description:
Additional information received noted that the patient experienced alkalosis, cardiac arrhythmias, and sudden cardiac arrest, which is alleged to have been caused by the product administered during dialysis treatment.

Event description:
The plaintiff's attorney alleged that the patient experienced unspecified injuries on an unknown date after use of the product.

Manufacturer narrative:
This is one event (unspecified injury) for the same pt involving two separate products.